Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when opening the product, the little black part of the device was broken and was disengaged. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photograph noted the thumb pusher was detached from the stapler. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the stapler revealed the thumb pusher was detached and broken. The loading unit was received with a full complement of staples and the interlock was set. Microscopic inspection revealed no damage to the knife blade. The loading unit was loaded into a test device for functional testing. The test instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions if information is provided in the future, a supplemental report will be issued.